Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: b5, d1, d2, d4, g2, g4, h4, h6.

Event description:
Healthcare professional reported right side pain and rupture.

Manufacturer narrative:
Device photograph(s) for the device related to the reported event rupture and pain was reviewed on april 11, 2023. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Device has been explanted.

Event description:
Patient reported unknown side rupture. Device status is unknown.

Manufacturer narrative:
Device history record is not available due to insufficient device data. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. The reason for reoperation is: rupture.